Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; stylus would not match up with the cursor. Overlay/bezel assembly found out of electrical specification. (B)(4).

Event description:
It was reported there was an interface problem; stylus won't match up with cursor. Replacement of stylus was tried with no solution. The programmer was returned for repair. No patient complications have been reported as a result of this event.